Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and unconsciousness.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient was at work and started to experience a low event at around 2:30pm and passed out. The patient's co-worker called the emergency medical services (ems) and the patient was transported to the emergency room (ER). The patient was treated for several conditions pertaining to his heart and blood sugar.. Further event details were not disclosed. There was no alleged device malfunction. The patient was not using the continuous glucose monitor (cgm) at the time of event, as they required a new transmitter, which was out of warranty. At the time of contact, the patient was doing well. No additional event or patient information is available.